Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that a r3 offset impactor is broken. It is unknown in which context this observation was made. Therefore, patient involvement is yet to be confirmed.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned r3 offset impactor confirms the device fractured into two pieces. Both pieces were returned for evaluation. The device exhibits signs of extreme wear and use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.